Event description:
A union hospital representative reported a volunteer was in the process of assisting a patient into a wheelchair by opening the wheelchair. The volunteer thought the wheelchair was completely open and locked into position. Which unfortunately was not the case. In the process of the patient positioning himself into the chair, he placed his left hand between the seat rail and frame instead of on the arm rest. As the patient applied his weight to the seat his left middle finger was caught underneath the seat resulting in a middle finger open fracture and partial amputation above first knuckle. Wound was closed and patient was sent to an orthopedic specialist. The facility reported the wheelchair was taken out of service.

Manufacturer narrative:
Paramount xd wheelchair (650 pound weight capacity) user manual instructions for opening wheelchair: warning: "do not place your hand between seat tube and side panel."